Event description:
It was reported the pt experienced a loss of therapeutic effect after using a battery powered drill and ac powered miter box for several hours. In the past, the device has turned off inadvertently with hair clippers and anti-theft devices in stores. The pt is implanted with two devices on the right side. The pt's programmer indicated both units were on and both batteries were functioning. Two days later, the pt stated "the battery voltage was at 3.76 v the last time they checked but now it is nothing". The pt's status was fair. The pt was scheduled for replacement surgery. Add'l info has been requested, a follow-up report will be submitted when/if add'l info becomes available.